Event description:
Diagnosed with porphyria (B)(6) 2013, add'l workup revealed high lead level. Had depuy charite total disc arthroplasty at l4/5 on (B)(6) 2005. Dates of use: (B)(6) 2005 - (B)(6) 2014. Diagnosis or reason for use: painful disc degeneration l4/5.